Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results of 600 mg/dl, 600 mg/dl, and 600 mg/dl, all 3 results taken within 3-4 minutes of each other. A fourth result of 194 mg/dl was taken 3-4 minutes later. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.